Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during patient use. It is unknown was the device was filled with. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: baxter received one used sample for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.